Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the patient had experienced early completion of infusion. The administration rate along with volume were correct. When the patient returned, the volume read 8.4 ml in the reservoir. The bag had been completely emptied by 2 am. A 150 ml bag and connection were used each time. The infusion was expected to run over 48 hours and complete at approximately 0900, but the pump alarmed with "air in line" and a visibly empty bag several hours earlier. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) additional information: b5: additional information was received regarding the second infusion pump the same issue occurred with, however they did not provide any photos or samples to verify this information. The initial reporter was contacted for further information on what brand infusion pump that involved, and the catalog and serial number of the device. However, the customer confirmed there was no further information available.